Event description:
It was reported that the device longevity was less than expected. The patient's daughter further reported that the device was "defective," and the clinic had called to ask the patient if he heard the device "humming." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.